Event description:
The catheter was placed in the a-line of the patient. As soon as it was connected with extension tubing and taped, blood leakage was identified at the catheter/adapter connecting region. The clinician found that the catheter was missing. An x-ray identified the catheter in the patient at the insertion site. Surgical intervention was performed but the catheter tubing was no longer at the insertion site. An additional x-ray found that the catheter shifted about 5cm. Another surgical operation was performed and the catheter was removed successfully.

Manufacturer narrative:
The sample has been received for analysis and is currently under investigation. A supplemental report will be submitted upon completion of the investigation. Date submitted: 08/17/2006.